Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (lot number 497647), is related to case with patient identifier (B)(6) (lot number 497895).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 21.0 mmol/l and 8.2 mmol/l. No adverse event reported. The customer used two different lot numbers (497647) and (497895). It is unknown which lot number displayed which result. Return of the suspect device was requested for evaluation.